Event description:
Product was used to close a forehead laceration on pt of unk gender or age. The physician requested instructions for removal since it was determined that the wound appeared to be infected. The event was classified as an infection. The instructions were given per protocol and the consequences to the pt are unk. The distributor made five attempts to contact the reporter without success. At this time no add'l info has been provided. Product was not returned.